Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately four weeks after the implant of an implantable cardioverter defibrillator (ICD) with an absorbable envelope. The absorbable envelope was used in the pocket during the closure of the pocket at the epicardial lead addition procedure the day after the device implant. The device and all leads were explanted and the patient was given antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.